Event description:
It was reported that the device experienced an electrical reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset - power on reset parameters, with 1 - por for write to locked ram, addr=1184, data=2e on (B)(4)-2011 18:22:03 and 1 - patient alert for por on (B)(4)-2011 17:22:03.